Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that during a changeout procedure of this cardiac resynchronization therapy defibrillator (crt-d), the non boston scientific right atrial (ra) lead was found to be stuck in the header of the device. During troubleshooting attempts the terminal pin of the lead broke while attempting to dismantle the header. Subsequently, the non boston scientific ra lead was surgically abandoned and replaced with a new ra lead which remains in service. A new device was successfully implanted and remains in service as well. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted that the header of the device had been cut, most likely during the explant procedure, to facilitate removal of the right atrial (ra) lead. Both corners of the header where the tips of the leads would have been accessible had been cut away and the ra terminal block and ra setscrew had been removed completely and were returned attached to the side of the device case with adhesive tape. Body fluid was noted in and around the ra, right ventricular (rv), and left ventricular (lv) lead barrels. Because of the induced damage to the header of the device, functional testing of the device could not be completed. Analysis confirmed, based on the induced header damage, that lead removal difficulty was experienced in the field; however, the root cause could not be determined.

Event description:
It was reported that during a change out procedure of this cardiac resynchronization therapy defibrillator (crt-d), the non boston scientific right atrial (ra) lead was found to be stuck in the header of the device. During troubleshooting attempts the terminal pin of the lead broke while attempting to dismantle the header. Subsequently, the non boston scientific ra lead was surgically abandoned and replaced with a new ra lead which remains in service. A new device was successfully implanted and remains in service as well. No additional adverse patient effects were reported.